Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Returned test strips evaluated with defect found. Qc investigation on 12/12/2017 resulted in defect found; returned test strips produce low readings and black chemistry observed. Final root cause investigation has been completed : rc- 003: black chemistry due to improper storage. Note: email sent on 12/20/2017 to nipro (B)(4) sale office on 12/19/2017 requesting customer confirm the following: please confirm if there were any adverse events relating to this complaint. We would need a more detailed response than the previous response of n/a on the previous email. Unable to get more detail of the event at this time. (B)(6).

Event description:
Complaint information received from nipro diagnostics (B)(4): customers daughter called in stating that her father has got issues with the ty strips and reading 4 points (normally around 9), called paramedics and his sugars were reading 16 on their meter. Battery was changed in ty meter and was still reading 5.3 daughter got a new batch of strips and read 16 which seemed to be in line with paramedics meter. Advised the daughter to retrieve strips back from the pharmacy as I will need his tyb (B)(4) back with the faulty strips and will send another meter/strips/glucose lv2. If the meter is working fine I will return back as a spare. Asked where he stores the strips and she said in a box with all his other medication but says the bathroom door is always open and doesn't steam up. Advised her that they shouldn't be kept in a bathroom but I can only advise you. She mentioned that he has other health issues and has carers going in. Daughter said that the ty strips were issued on (B)(6) so only been opened a couple of weeks. On 23/11/2017 rec'd customers tyb meter (B)(4). It did have quite a lot of dried blood on the meter and looks like blood near the strip port. Check'd meter settings.time stated: 18:59 & date set to 28/07/2008. All incorrect. Rec'd ty strips lot: hlu1189gby / exp: 2019/12/31. Approx 35 strips and noticed blood on the rim of inside of the vial of strips. Used customers strips & turns meter on showing strip/droplet sign. Used ty glucose lv1 opened (B)(6) 2017 lot: 7az1a20/exp: 20119/01/31 result showing 1.7 (2.2-3.9) outside of range. Tried a new pack of ty office strips (10ct) opened (B)(6) 2017 lot: hlu11899gby/exp:2019/12/31 (2.2-3.9) resulting showing 2.9 within range. Contacted customer to check that he kept a log of his readings which is says they are written down as I offered to download them for him but he said not to worry. He's not sure how the blood got inside the strip vial but said that he may have had a bit of blood on his finger when trying to retrieve a strip. He's had 3 strokes and his readings can go up and down and on many diff tablets for his health. Asked if he closes the strip pot lid each time and says yes, enclosed a report written by the ambulance service. Sending him a spare tyb meter/glucose control so that he has a back up and will send meter/both strips to head office for testing.